Event description:
It was reported that this implantable pacemaker recorded a signal artifact monitoring episode (sam). After review of the device, it was noted that there were high out of range pacing impedance measurements and noise on the right atrial channel. Reprogramming of the device was performed and monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the complaint description for more information regarding the specific circumstances of this event. This device was included in the minute ventilation sensor signal oversensing advisory population.

Event description:
It was reported that this implantable pacemaker recorded a signal artifact monitoring episode (sam). After review of the device, it was noted that there were high out of range pacing impedance measurements and noise on the right atrial channel. Reprogramming of the device was performed and monitoring of the patient was discussed. This device remains in service. No further adverse patient effects were reported.